Event description:
Reported that no conjugate was added to well a6 during pipetting hbsag system ii assay plate from assay kit lot 125 exp. Date: 6/2004. No alarm/no error message generated by the summit. No death or serious injury was associated with this incident.